Manufacturer narrative:
Concomitant medical products: two 6fr sheaths; micro sheath; angioplasty balloon; bentson wire; fogarty wire. Device lot number was requested but not made available. Therefore, review of device manufacturing record history could not be performed. The device remains implanted; therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2016, a gore® propaten® vascular graft was implanted in the study patient's left upper arm as a conduit. On (B)(6) 2016, the patient presented with thrombosis. Under local anesthesia, the patient underwent a left arm fistulagram with two separate ultrasound guided punctures, a thrombectomy and administration of tissue plasminogen activator (tpa) were performed. Utilizing a seldinger technique under ultrasound guidance, the left arm conduit was entered with a micro needle and a wire passed towards the venous anastomosis. A 6fr sheath was exchanged for the micro sheath. Two(2) mg of tpa was instilled into the conduit. Balloon angioplasty was performed to macerate the thrombus within the conduit and the central veins. The patient then received systemic heparin (5000 u). A second puncture was performed towards the arterial end. The guide wire was passed into the arterial inflow conduit with another 6fr sheath. The angle of the arterial anastomosis was extremely acute. The bentson wire was then removed and threaded into the arterial circulation over a glide catheter. The arterial plug was removed with an over the wire fogarty. The bentson wire was attempted to be threaded centrally, but without success. A fistulagram revealed extravasation at the venous anastomosis and extremely small caliber outflow veins. It was decided at this point that the conduit was no longer salvageable. The sheaths were pulled and purse string sutures were applied. The patient was administered 2 grams (gm) of ancef (cefazolin). The mechanical thrombectomy of the left conduit with angioplasty was determined to be unsuccessful and the occluded conduit was left in place.